Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant procedure there was a perforation of the right ventricular (rv) lead when the lead was initially placed. The perforation resulted in a tamponade that required a pericardiocentesis to be performed. The lead was repositioned to the low septal rv wall and remains in use. No further patient complications have been reported as a result of this event.